Event description:
Reporter stated the infusion device turned off by itself without providing a warning or error message. The patient changed the battery and battery cover, and the infusion device displayed an e8 power interrupt error. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The investigations revealed that the battery acid leaked out of the battery. The leaky battery led to contamination of the battery compartment and additionally to a power interruption. After restart, the pump correctly triggered the e8 error message to notify the customer.